Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 38x2.75-3.0mm, eccentric, de novo, target lesion with a significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.